Manufacturer narrative:
Convatec is submitting this report as a result of activities related to convatec remediation protocol (B)(4). Any additional information received regarding this event after filing this report will be filed on a supplemental report (medwatch 3500a).

Event description:
It was reported that the irrigation port would not allow any solution into the port. They further reported that after the device was removed, and the port was trialed, it would not allow solution in. There was no stool blocking the device.